Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle during use. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/25/2020. Additional information: additional h-3 summary: it was reported performance pull off - suture needle. It was received for analysis an opened straight pack with a undispensed needle-suture combination of product. The product code is multi-strand and required four strands double armed per packet. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, no performance pull off - suture needle was found, and the tested sample met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.